Event description:
It was reported that the customer was hospitalized due to severe hypoglycemia. It was stated that the customer was on the floor, seizing prior to the hospitalization. It was stated that the customer is now mentally impaired due to the event. The customer's father did not feel that this event was caused by the insulin pump or its supplies. The father declined troubleshooting, and did not wish to provide further information. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.